Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: no device associated with this report was received for examination. The product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A records evaluation (mre) was not performed. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: there is no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Added: d10 concomitant.

Event description:
It was reported that the patient underwent tha for trauma on left hip joint with the products in question at around (B)(6) 2007. The surgery was completed successfully without any surgical delay. During hospitalization for treatment of a fracture in another area, significant wear was found on the cup and liner used in the left hip. The affected area by the fracture was not the left hip, and the treatment for the fracture was not related to the left hip. Due to severe bone loss on the acetabular side, the hospital could not perform the scheduled revision surgery, and the patient will be referred to another facility. The revision scheduled for (B)(6) was canceled. No further information is provided.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.